Event description:
It was reported that following implant, a motor stall was noted in the event logs with no motor stall recovery recorded. The timing of the stall relative to implant was not reported. The reservoir volume was assessed, and had decreased from 20ml to 19.6 ml. No patient symptoms or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested, but was not available as of the date of this report.